Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 6, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient did not know when the issue began and only noticed today the results were incorrect. The patient allegedly obtained inaccurate results of ¿277 and 243 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient stated they manage their diabetes with insulin (no-adjustments). The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their dose of medication. The patient denied that they developed symptoms as a result of the issue; however alleged receiving insulin during a doctors office visit (B)(6) 2016. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate issue began.